Manufacturer narrative:
Investigation of complaint: the investigation into the head extension breakage included an evaluation by siemens medical solution ocs and our suppliers. Siemens medical solution distributes various carbon fiber tabletops with optional head extensions for use on treatment table distributed by siemens medical solutions. It has come to our attention that this event occurred on a siemens linear accelerator treatment table which had an accessory which was installed and manufactured by reuther medizintechnik gmbh & co. The two mounting rails manufactured and installed by reuther, that mounts to this carbon fiber tabletop (fasten with screws) that hold the head extension in place have broken off. According to the complainant, the patient wa being prepped for treatment and was laying on top of the table top ap while his head and shoulders were over the headrest. His hands were near his body since this was a prostate treatment. The head extension fell just after the patient put the weight of his head on top of it. With the understanding of the known facts thus far, it is the opinion of this group that the root cause on how the screws broke is not clear. In this case, the investigating group is assuming that the type of mounting hardware material (i.e. Plastic versus aluminum) and the type of head extension manufactured and installed by reuther (i.e. Head extension longer than 150mm) may have contributed in the malfunction of the mounting rails. Evaluation: follow up: the investigation is on-going to complete root cause analysis.

Event description:
Date of event 2006. Customer complaint was received by siemens medical solutions ocs july 14, 2006. Complaint as stated: the event occurred while patient was lying on top of treatment table. "The therapists were positioning the patient, and they ordered him to slide down. While he was doing this, the hed rest fell down and the patient followed it, falling from the table, knocking his head and ending up on the floor. The teflon screws that hold the head rest to the table broke." Questions and response from complainant pertaining to patient involvement: was anyone injured (even slightly?) Yes "extent of injury: head bump, ribs pain and scratch on the knee" see section h10 for additional information. Additional feedback from complainant; "there wa no internal incident report. The patient didn't need other health care than what was supplied after the incident. (Minor nursing)".